Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device produced heat, the bearing was displaced, and the jaws were broken. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Device was returned for service. During service, it was heat production was reported and it was also noted that two jaws were also broken. This is report 1 of 1 for complaint #(B)(4).